Event description:
It was reported that the pt complained of knee pain, baseplate possibly loose.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report. Catalog number and lot code of other devices listed in this report: cat # 5530-g-509, lot # lbs607, description: triathlon cr x3 tibial insert.